Event description:
During a procedure, the probe would not heat to temperature and there was a clinically significant delay in the procedure. Cables and settings were changed with no resolution. A second probe was used and the procedure was completed with no patient consequences.

Manufacturer narrative:
One disposable simplicity electrode was returned for investigation. The reported temperature issue could not be confirmed. The device met specifications for temperature response and no short circuits were detected. No visual or functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature issue and subsequent procedure delay remains unknown.